Event description:
It was reported that patient presented to emergency room for unknown reason. It was found that patient's implantable cardioverter defibrillator was unable to interrogate. It was further noted that the device was in backup mode. The device was able to reset to normal setting by programming intervention. The patient was discharged.